Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error and unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer's blood glucose level was 204mg/dl at the time of the incident. The customer stated that they had a button error leading to the keypad issues. Customer also stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. No button error alarm during testing. However, corrosion was found at the keypad traces. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, broken reservoir tube lip and stained address/serial number label.